Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: model number: unknown, not provided. Customer's best estimate is synergy lens. Section d4: catalog number: unknown, as serial number not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number not provided. Section d4: UDI number: unknown, as serial number not provided. Section d6a - implant date: not applicable, as lens not implanted. Section d6b - explant date: not applicable, as lens not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as serial number not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation of preloaded intraocular lenses (iols), the stamp slid under the iol or past the iol; therefore, the iol could not be implanted correctly or the iol was scratched. Customer indicated that several lols with unknown serial numbers were involved. There was no contact with the patients' eye. No further information was provided.